Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2019-00898. Concomitant medical products: stemmed tibial component precoat size, item#: 00598003701, lot#: 64497023. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial component during an initial knee procedure. When the articular surface was seated into the tibial component, there was an absence of the typical click (neither audible nor based on physical sensation) that usually results from a successful articular surface insertion. The articular surface was then removed and, based on visual assessment, a replacement was required. There were no observed problems with the as application and insertion technique deployed by the surgeons. A new articular surface was opened, and was able to be implanted into the patient without any of the above mentioned problems there is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, and h10. Visual examination of returned product identified the dovetail feature damaged (flared out) and the distal surface exhibits damage in various areas. Medical records were not provided. The reported products were reviewed for compatibility with no issues noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.